Event description:
Corneal transplant with intraocular lens (iol) exchange performed on patient with diagnosis of pesudophakic bullous keratopathy and extruding iol haptic. On pathological exam, no focal pigmentation or obvious defects were noted in the lens. The device is available for on-site inspection until april 3, 1993.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.